Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote service center (rsc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl w/lm system. The result was reported to the physician who questioned the result. A redraw sample was processed on the same date on the same system and a lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tnih result.

Manufacturer narrative:
Additional information (26-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the instrument data files and the information provided by the customer. The customer reported that there was fibrin in the sample cup used for sample ID (B)(6) indicating there was a sample integrity issue. The issue was limited to the single aspiration from sample ID (B)(6). No product non-conformance was identified with the loci high sensitivity troponin I (tnih) assay or the dimension exl with lm system. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00285 was filed on 24-oct-2022.